Event description:
Following a diagnostic catheterization procedure in 2003, a vasoseal elite was deployed and the patient later developed a 10 cm pseudoaneurysm. The patient required admission and repair of the pseudonaeurysm at another hospital. A datascope representative visited the hosp's cath lab 5 days later. At that time, the datascope representative discovered that all documentation regarding the case stated that angioseal was used. The fellow assisting on the case stated that angioseal was attempted first and had failed and then vasoseal was used. Physician documenation made no mention of any use of a closure device or closure device failure.